Manufacturer narrative:
The doctor remarked that the pt prostate was very large and so he used the largest ctc advance catheter available. The disposable device was not returned. A disk with the treatment file from the control unit was sent back, but disk was blank. All mfg and quality assurance testing was carried out in accordance with the standard procedures and the disposable unit met its specs at the time of release.

Event description:
The patient experienced extreme pain at 15 minutes then the procedure was ended.